Event description:
Ten days after amniocentesis performed, cells not attaching and unable to get results. Culture failure. Traced back to syringes use to collect fluid as cause of failure. Each time they do amniocentesis - there is a risk of miscarriage.